Event description:
Customer reportedly obtained results of 536mg/dl, 245mg/dl, and 404mg/dl within 10 minutes on the same device. Customer reportedly took their normal medication based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.